Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was implanted in the hepatic flexure of the colon during a stent placement procedure performed on (B)(6) 2014. The stent was being placed as a palliative treatment for a stenosis due to malignancy. According to the complainant, during the procedure, the stent was partially deployed by approximately 1cm and the physician reconstrianed the stent. The second time the stent was partially deployed by 2 or 3 cm the physician attempted to reconstrain it but could not do so. The grip was pushed to the distal side slowly and as a result, the catheter kinked and the delivery system was stuck in the scope. Since the position of the stent was not bad, the physician continued to deploy the stent but the grip got detached from the handle. The stent was already partially deployed and the physician continued deployment by pulling the outer catheter, however, the stent could no longer be deployed. The device was removed from the patient together with the scope. According the physician, there was blood-like matter on the delivery system when the device was removed but no intervention was performed and bleeding was not detected under the endoscope. The procedure was completed with another wallflex colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual examination of the complaint device noted that the device was received with the stent partially deployed by 19mm. It was noted that the distal handle had detached from the dark blue outer sheath. The dark blue outer sheath was broken 405mm distal to the distal end of the stainless steel shaft. Due to the condition of the returned device it was not possible to attempt reconstrainment. The investigator observed that the clear outer sheath was kinked and accordioned 35mm distal to its proximal end. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was implanted in the hepatic flexure of the colon during a stent placement procedure performed on (B)(6) 2014. The stent was being placed as a palliative treatment for a stenosis due to malignancy. According to the complainant, during the procedure, the stent was partially deployed by approximately 1cm and the physician reconstrianed the stent. The second time the stent was partially deployed by 2 or 3 cm the physician attempted to reconstrain it but could not do so. The grip was pushed to the distal side slowly and as a result, the catheter kinked and the delivery system was stuck in the scope. Since the position of the stent was not bad, the physician continued to deploy the stent but the grip got detached from the handle. The stent was already partially deployed and the physician continued deployment by pulling the outer catheter, however, the stent could no longer be deployed. The device was removed from the patient together with the scope. According the physician, there was blood-like matter on the delivery system when the device was removed but no intervention was performed and bleeding was not detected under the endoscope. The procedure was completed with another wallflex colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.